Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the device was not returned for analysis. Based on the information received with this incident, there does not appear to be any indications of an issue with the quality of the product.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional peripheral stenting procedure. After the procedure the patient contacted the manufacturer and reported that after the procedure she realized the starclose se clip contains nickel, per the device literature she received at the time of discharge. The patient stated she has been allergic to nickel since she was a teenager, although she has not been medically tested. The patient is asymptomatic and has not required or received any treatment for allergic symptoms before, during, or after the procedure. A skin patch test is planned at the end on march 2011. There were no reported adverse patient effects. Though requested, no additional information was provided.